Event description:
It was reported that several weeks following a lap gastric band case, there was a kink in the tubing. Upon replacing the port, it was found that the silicone piece on the connecting tube had slid off and was floating freely on the tubing. The kink was exactly where the silicone reinforcement was supposed to be. The patient's condition is unknown.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.